Manufacturer narrative:
(B)(4) a visual inspection of the returned device was conducted, and the following observations were made : received without tray, pusher d eployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed, returned with the device, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, sh uttle not engaged with needle spool, suture ferrule in place, case right undam-aged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: needle damaged: the nee-dle tip is bent inward, needle damaged: the needle is broken near the needle spool. The needle was found to be broken approximately 13.10 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The customer report of: " there was a contact with the bone " was confirmed. Confirmation is based on the investigation results showing that the device suffered a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investiga-tion has determined that the device encountered the following failure modes: ul - needle broken: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to moni-tor and trend for complaints of this nature.

Event description:
It was reported that: there was a contact with the bone, the device did not work properly. There was no consequence for the patient. Patient is fine. No medical intervention needed, procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: there was a contact with the bone, the device did not work properly. There was no consequence for the patient. Patient is fine. No medical intervention needed, procedure was completed.